Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained oversensing due to possible noise were observed. Review of the egm's revealed vs due to myopotential oversensing programming changes were recommended.